Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error and a motor position encoder error alarm. The customer had an x-ray taken and was wearing the insulin pump. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a back up plan. The customer was not able to complete the rewind sequence. The product was returned. Nothing further to report.